Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient was on an impella cp device for mechanical circulatory support. It was reported that the impella cp was repositioned under echocardigram. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).